Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿operator or machine error¿. It is unknown whether the device had met relevant specifications. However, the product is intended to be used for treatment purpose but it is unknown if there is a relationship between the reported event and the device. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because a review of the label could not have prevented this issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that patient stated at least 10 to 12 coude intermittent catheter were unusable, did not line up with small bump and insert hole. Catheters seems to be twisted in packaging.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that patient stated at least 10 to 12 coude intermittent catheter were unusable, did not line up with small bump and insert hole. Catheters seems to be twisted in packaging.